Event description:
A peritoneal dialysis pt's brother called fresenius technical support on (B)(6) 2011 to see what we do with cyclers once returned. Advised that they are cleaned, refurbished and re-issued out. He would like cycler serial number (B)(4) put aside and not tampered with. States an autopsy was done on pt and it was noted that the cycler caused his death. It was reported that pt passed away on (B)(6) 2011.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, there is no info that reasonably suggests that the device may have caused or contributed to the death. There is no known device malfunction that could cause or contribute to sudden death. The med professional does not believe that the cycler caused or contributed to the death. The pt had a history of cardiac problems.